Event description:
A pt was initially implanted for a mid-shaft fracture of the radius and the ulna. At some point post-operative one plate broke and the other bent. Pt went to a different surgeon to have the plates removed and was revised to (2) 3.5 mm dcp 8-hole plates. This is 1 report, 2 on the same event.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided. Manufacturing records cannot be reviewed without a lot number.